Event description:
A peritoneal dialysis (pd) patient reported a cycler screen was blank during an unknown phase of dialysis. The patient pressed ok, stop and touched the screen but the screen remained blank. The keys made sound when pressed. The patient rebooted the cycler and the keys lit up but the screen remained blank. The technical support representative advised the patient that the cycler would be replaced due to the blank screen. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was not able to complete treatment but did 2 and a half manuals. The new cycler has arrived and the old cycler is scheduled to be returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The screen is blank. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed but the display remains blank. Installed a known good lcd touch screen assembly and became operational. Removed functioning lcd touch screen assembly at the completion of the investigation. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.